Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Both inspiratory and expiratory one way valves and the o-ring between the breathing system and the main body were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak in excess of 4.5 lpm. There is no report of patient injury.